Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. No issues were found that would result in a failure to communicate with the device; a cause for the reported event could not be determined. The device was connected to a master pdm and a 5 unit test bolus was delivered without issue. Damage was found at the 90-degree bend, indicating improper installation of the formed needle, which was not seated in the slide retract. This improper seating caused the failure of the needle to retract. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while activating a pod. Patient's mother also reported there was a communication error at at pod activation.